Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels due to getting false readings from her glucose meter. The customer's glucose meter read 200 mg/dl, and the hospital's meter read 40 mg/dl. Nothing further was reported.